Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the sulu was fired on the stomach's antrum leaving all staples exposed and open. Another surgical technique needed to be done and the pt is left without the 5cm of antrum. The procedure is completed using other sulus but with the same instrument. There was a tissue loss of 5cm. Delay in surgery was reported as 1 hr. Further details are expected.